Event description:
The following has been reported: nurse reported: while preparing/moving for a road trip - this tubing disconnected from the drip chamber. Nurse had been trying to remove air from tubing when it happened. Had to urgently get the non-concentrated version of vaso to be able to continue the medication. Administration set separated at weld between drip chamber and tubing, during active concentrated vasopressin infusion. Injury/adverse reaction: no, medical intervention required: yes, stopped active infusion: yes, occurred during infusion: on the primary line, drug used: vasopressin. Action taken: had to urgently get the non-concentrated version of vaso to be able to continue the medication. Administration set separated at weld between drip chamber and tubing, during active concentrated vasopressin infusion. New tubing was hung. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture were available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The most probable root cause of the reported incident is related to the lack of solvent application during the manufacturing process. The operator did not perform the joining operation correctly. The current process controls detection include 1) post sterilization sampling final inspection, 2) 100% visual inspection related to separated components during the manufacturing process and final physical inspections, 3) the first piece inspection will be performed to the first final assembled kit manufactured per shift . This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing.